Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose level was 324 mg/dl. He corrected his blood glucose level with manual injections. The product will be returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests.no motor error alarm noted and the motor passed motor test. The insulin pump had minor scratched display window, broken battery tube threads and broken reservoir tube lip.